Event description:
Medtronic became aware through source review of the index procedure report dated (B)(6) 2023 of the following findings: following placement of the 6f rist guide catheter into the distal cervical right internal carotid artery, angiographic injection demonstrated vasospasm with delayed vessel washout, without evidence of dissection or extravasation. During the procedure, 5 mg of intra-arterial verapamil was administered. In addition, angiographic runs reportedly demonstrated good position of the pipeline device without parent vessel compromise; however, upon recapture of the pipeline wire, the proximal portion of the device moved distally, though good coverage of the aneurysm neck was maintained. Follow-up has been initiated to determine whether the vasospasm represents an adverse event and whether the observed device movement was associated with a device deficiency. At the time of reporting, no investigator, sponsor, or cec assessment of product, therapy, or procedure relatedness had been made. The patient was undergoing treatment for a unruptured, saccular previously untreated aneurysm located in the right c6 internal carotid artery sidewall. The aneurysm measured 1 mm in dome height, 3 mm in width, 3 mm in maximum diameter, and 1 mm in neck diameter. Reported aneurysm-related symptoms included blurry vision, localized headache, and migraines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.